Event description:
Customer received instrument error message about a possible blown fuse. He found the f1 fuse was broken in the holder and was unable to remove it. He also could not remove the f3 fuse, because it was melted in the fuse holder. No patient samples were involved and no lab personnel were harmed. The field service representative determined electronic failure of the power module pcb caused the issue. He replaced the power module pcb and performed system checks which were successful. Customer calibrated and ran qc which was within customer specification.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.